Event description:
The device complainant alleged that while attempting to defibrillate a pt the device gave "no shock advised" prompts seven times for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.